Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during the self test. Customer's blood glucose value was 8.7 mmol/l. Customer also stated that there was a crack on the back of battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware low level failures alarm (variable info=3) confirmed in the insulin pump history due to broken trace on keypad assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing serial number label.